Manufacturer narrative:
The insulin pump was received with blank display due to battery tube was not connected properly on the interface board. Unable to verify for a21 alarm, constant tone unexpected audio beep and perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to blank display, however, re-connecting the battery tube connector the insulin pump then passed a21 test and all operating current test were normal; no blank display or unexpected audio or beep anomaly was noted during our testing. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the insulin pump has a blank display and is not working. Customer's mother reported that the insulin pump experienced constant unexpected restart alarms. Customer's blood glucose at the time of the incident was 199 mg/dl. Customer's mother was not able to complete troubleshooting at the time of the call due to the blank display. Therefore, the root cause of the issue could not be determined. Product is being replaced based on the customer's request.